Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, a service history review, and an alarm log review were performed. The f-6 alarm was identified during the alarm log review. The cause of the condition was not determined. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-6 alarm. No additional information is available.